Event description:
Customer reports, the aviva system produced a result of 9 mg/dl, which is outside the meter reading range of 10-600 mg/dl. Low blood glucose symptoms reported with this result; able to self treat. No action taken based on device result. No adverse event related to the device reported. Requested return of suspect device, however, customer has lost her meter; replacement was sent.